Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent up arrow button response due to moisture damage. A constant motor error alarm was noted during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, scratched reservoir tube window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 150 mg/dl. Nothing further reported.